Event description:
It was reported that the patient presented in the or due to to noise on the lead. Externalized conductors were noted via fluoroscopy and was confirmed visually. Lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
A partial lead with the lead tip measuring 46.0cm was returned for analysis. Externalized conductors due to an internal insulation abrasion was found between 7.8cm and 12.5cm from the distal tip. Etfe coatings of conductors were intact. Internal insulation abrasions were found underneath the svc shock coil at 22.3-22.4cm and underneath rv shock coil at 5.5-6.0cm from the distal tip. Etfe coating was intact. The cause of the reported noise was not determined.